Event description:
The customer contact reported that during testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Prior to testing the device was returned to the biomedical department with a noted that stated, "pendant fault". It was reported there was no pt involvement. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.